Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The manufacturer¿s international service technician confirmed the reported issue and a credit was issued to the customer. The data acquisition (da) pcba was return for analysis. An investigation was performed and the defective u7 generated the pressure accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device failed the pressure accuracy test. There was no patient involvement.